Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump got damaged. The customer¿s blood glucose was 160 mg/dl at the time of the incident. Customer reported damage to the insulin pump screen made difficult to read. The customer stated that insulin pump slammed in car door. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unable to verify if unit was not received stuck in manufacturing mode due to missing segments. Unit had missing segments/partial display due to cracked and bleeding lcd glass. Unable to perform the displacement test and self test due to missing segments. Unable to verify sensor anomaly due to missing segments. Unit also had minor scratched display window, scratched case, pillowing keypad overlay and a cracked retainer.